Event description:
Per provider the right side crossbrace is broke where the pivot link attaches. The end user stated when they transferred into the chair, it made a crack sound and when he leaned forward it broke all the way through.